Manufacturer narrative:
G2. Foreign: canada medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient called about feeling a zapping with their adaptive stim when they were laying down, they called the clinic but they advised to call the manufacturer. The patient thought maybe it has something to do with their controller possibly not functioning but they did not report that their controller was not working. The patient was advised to seek medical attention form their hcp. The programming would not cause the device to zap. It was confirmed that the patient should have their implanted neurostimulator (ins) checked by their hcp. The issue has not been resolved.